Event description:
A pt was prescribed vest therapy because of recurrent pneumonia and chronic aspiration. Four months later his family member stated the vest "made him worse" and requested it be discontinued. Large amounts of secretions were being produced that he was unable to remove with coughing. A mi-e was rcommeneded but declined by the family member.